Event description:
Customer reported that she sustained needle stick from one syringe, which was found w/o shield in a sealed bag. Customer went to the hospital and rec'd tetanus vaccine and antibiotic as preventive measure.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.